Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient and did a system checks and some reprogramming on the patient's ins. No issues were found with the battery or lead impedances. The patient was pleased with the adjustments and the rep reiterated to call him if the patient has any additional needs. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was off, but it was sending shocks here and there. The patient noted that he can feel the shocks all the way down to his feet. The patient stated that he noticed the shocks even when the ins is completely dead. The patient noted feeling a shock at 3 am in the morning in his heel. The patient confirmed all of these problems have been going on for the last few months. The patient contacted the hcp who told them to contact a manufacturer representative (rep). The patient communicated with the ins and it showed the device was off. The patient noted that stimulation was at 8.5v. The patient reported he did slip and fall while walking down the stairs on (B)(6) 2019. No further complications were reported.